Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a25, lot# n175243, product type lead. Product ID 3587a25, lot# n248803, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for head/neck non-malignant pain and spinal pain. It was reported that a revision occurred on (B)(6) 2017. The hcp initially mentioned a lead issue but didn't seem positive that was the case. No further complications reported.